Event description:
A malfunction with code malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if any issues arise again.